Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Suspect part not returned to manufacturer for evaluation. Part not returned to manufacturer.

Event description:
A medtronic representative reported a stripped screw on a site open spine clamp. It was noted that general wear on the instrument from use caused of the damage. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Evaluation of the suspect clamp fins that the adjustment screw threads are not stripped, but there is a single damaged thread on one end of the screw causing difficulty adjusting the clamp face. With the tool inserted, the clamp opens and closes without issue. The clamp face is also bent to one side and the retainer ring on the end of the screw is stretched from over tightening allowing some movement of the clamp face. A replacement clamp was sent to the site for issue resolution.